Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). The action taken with dianeal therapies was not reported. During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. The cause of peritonitis was unknown. Treatment was not reported. On an unreported date, the patient recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis. The nurse was contacted, but declined to provide any information.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A review of all batch record documents was performed for associated lot number h12g09010 with no issues noted during the manufacturing process. There were no deviations from standard procedure. However, an exception was noted for the batch but there is no indication of this exception being related to the reported condition. A review of all batch record documents was performed for associated lot numbers h11k29095, h12b29043, and h12d30047 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions were noted for these batches. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.